Manufacturer narrative:
(B)(4). Currently pending device evaluation. Patient outcome is unknown.

Event description:
During deployment, the user reported that the AED was unable to reach a shock decision.